Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the issue was due to the face that the instrument was handled roughly by staff and dropped.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the thoracic probe at the site was damaged. It was reported that a manufacturer representative did not try to verify the probe because it was bent. The cause of the bend was unknown. There was no patient present when this issue was identified.